Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, main drawer 4.1 rails were off guide and preventing the drawer from closing fully. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-sep-2008 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer rails were off the guide. A field service engineer shut down the station, replaced the drawer provided by the pharmacy, secured all connections, rebooted the station, and configured the drawer. Later customer was able to access drawer pend and load medication. The system functioned as intended after the field service engineer repaired the device.